Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The catalog number identified has not been cleared in the us, but is similar to the e-luminexx vascular stent system products that are cleared in the us. The 510 k number and pro code for the e-luminexx vascular stent system products are identified. Accordingly, this event has been determined to be MDR reportable. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a stent placement procedure for a stenosis from the common femoral to the common iliac vein with retrograde approach through the popliteal vein, the stent allegedly failed to deploy. It was further reported that the device was removed and another device was used to complete the procedure. There was no reported patient injury.

Event description:
It was reported that during a stent placement procedure for a stenosis from the common femoral to the common iliac vein with retrograde approach through the popliteal vein, the stent allegedly failed to deploy. It was further reported that the device was removed and another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: in reviewing the manufacturing and quality records, it was found that no relevant manufacturing process changes were implemented that could have led to the reported event. The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. Investigation summary: based on the investigation of the returned sample it was confirmed that the user could only partially deploy the stent. The stent was found partially released, and the grip was found disassembled but it was not known whether a grip breakage caused the deployment failure or the user intentionally disassembled the grip in attempting to fully deploy the stent. During evaluation the stent could be successfully deployed by using the pin and pull technique. An indication for process related issue could not be found. It was assumed that during deployment increased friction occurred on the release mechanism leading to high release force which made a successful deployment impossible. Potential factors that could have led or contributed to the event reported have been evaluated. Based on the information available and the evaluation of the returned sample, a definite root cause for the reported event could not be determined. Labeling review: in reviewing the applicable labeling for this product it was found that the instructions for use (IFU) sufficiently address the potential risks. Regarding potential damages the IFU states: 'visually inspect the bard e-luminexx vascular stent to verify that the device has not been damaged due to shipping or improper storage. Do not use damaged equipment'. Regarding preparation of the device the IFU states: 'prior to inserting the delivery catheter over the guidewire, the system must be flushed with sterile saline at the two female luer ports until saline drips from the distal tip of the catheter' and 'should unusual resistance be felt at any time during the procedure, the entire system (introducer sheath or guiding catheter and stent delivery system) should be removed as a single unit'. In this case the device was flushed. Based on the IFU the product is indicated for use in the iliac and femoral arteries.